Event description:
Initial information received from a member of a cosmetic-medical center via a company representative on 01/18/2012: this case involves a (B)(6) male with drug-induced lipoatrophy (no drugs were provided). Since approximately 2002, the patient had been treated by a health professional at least one time / year with two bottles of poly-l-lactic acid (sculptra) for lipoatrophy. Date of last treatment with poly-l-lactic acid: 2008 (two times, dosage per session: two bottles diluted in 5 ml water and 2 ml local anesthetic). Treated areas: cheekbone, cheeks, temples. Augmentation with own body fat was performed in 2009 and 2010. For approximately one year, multiple nodules in the treated areas have been detected. Corrective treatment included hyaluronic acid (subq) to mask the nodules. Outcome: ongoing at time of the report.